Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient was experiencing frequent hypoglycemia last recorded at 60 mg/dl while using the ilet, and review of available device data showed predominant hyperglycemia consistent with inconsistent meal announcements and frequent pausing or stopping of insulin delivery, suggesting user maladaptation and a potential need for a factory reset. Customer care provided support that included review of device-reported glycemic data and user interaction history. Investigation of this case revealed evidence of user-related use error and suboptimal adherence to recommended use, which can degrade automated insulin dosing performance. No clinical symptoms associated with hypoglycemia. Outcomes included the need for additional training without medical intervention. It was concluded that the device functioned as designed and that the event was related to user handling and insufficient training. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.